Event description:
I use a resmed aircurve 10 for bipap therapy. The cleaning instructions are inadequate. The unit has a water reservoir for humidification, a heated flexible tube, and a mask, each carrying warm moist air. There is a cleaning procedure and a replacement schedule for each of these, which are absolutely necessary because these can become breeding grounds for bacteria and molds. However, between the reservoir and the flexible tube is a hard tube, approximately 3 inches in length, through the box. The hard tube also carries warm moist air and therefore can also become a breeding ground for bacteria and molds. However, this is no cleaning procedure for the hard tube and no replacement schedule. I clean each end of the hard tube using 70 percent isopropyl alcohol applied with q-tips once per month, my own procedure. However, I am unable to reach the entire length of this tube because it curves inside the box. The manufacturer should provide a cleaning procedure for the hard tube, as well as cleaning tools and supplies.